Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the fixed prime process due to an occlusion. The caller noted that the reservoir was not empty and confirmed that the customer was disconnected from the device. The caller did not know the blood glucose reading. The customer replaced the reservoir and was advised to try the fixed prime with a different reservoir. The customer observed issues involving hardening, blood and scar tissue at the site and was advised to change the insertion site. The customer was advised to always change the complete infusion set system.